Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Suggested event can be inspected and prevented by following below IFU: inspection method is described in the operation manual gif/cf/pcf-190 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-190 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: nozzle had foreign objects, which has been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip and white-clouded area; due to a dent on channel tube, forceps could not be inserted smoothly; adhesives around objective lens and light guide lens had white-clouded area; connecting tube had a scratch; and suction cylinder was shaved. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.